Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that a ht bmw universal ii guide wire was used for a chronic total occlusion. The guide wire failed to cross the lesion due to resistance with the anatomy. The guide wire was removed but resistance with the anatomy was felt. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on review of the similar incidents, there is no indication of a lot specific issue. The investigation determined the reported failure to advance, and difficulty to remove appear to be related to operational circumstances of the procedure. In this case, based on the reported information, during advancement, the 100% stenosed, mildly tortuous, and moderately calcified lesion was likely the cause of the reported failure to advance and difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, the procedure was performed to treat a 100% stenosed, mildly tortuous, and moderately calcified lesion in the distal right coronary artery. The procedure was successfully completed without changing to another device. No additional information was provided.